Event description:
It was reported that the tip of the unit broke off into the joint of the patient. Further, the tip was retrieved. No harm to the patient and no delays were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.